Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A doctor reported that the capsulotomy treatment nicked a patient's right iris during a laser assisted cataract procedure. The patient had a small pupil and moved during the treatment. An iris ring was used. In the physician's opinion, the device contributed to the event.

Manufacturer narrative:
Iris trauma may occur when prepositioned areas of treatment in the capsulotomy or lens bag move due to patient movement or iris constriction. As the capsulotomy and lens fragmentation is performed posteriorly of the iris, the iris must remain dilated at a minimum of 1 millimeter greater than the treatment area. If dilation is less than 1 millimeter, possible laser light contact with the iris may occur causing the iris to constrict even further. Additionally any patient movement during the treatment may move the prepositioned treatment causing laser light to make contact with the iris. As poorly dilated pupil and patient movement are listed as contraindications to laser treatment and the licensed/trained operator should be competent in mitigating the risk of any direct patient harm similar to what would be required in a manual cataract procedure. Therefore, the root cause of the reported event can be attributed to surgical technique. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event can be attributed to surgical technique. (B)(4).